Event description:
Two endeavor sprint rapid exchange (rx) drug eluting stents were implanted in the distal rca during the index procedure. Patient was asymptomatic / free of symptoms at 30 day follow up. It is reported that the patient had one endeavor sprint rx drug eluting stent implanted in the mid lad during a revascularization of approximately 7 weeks post index procedure. Patient was asymptomatic / free of symptoms at 6 month, 1 year, 1.5 year, 2 year, 2.5 year and 3 year follow ups. It is reported that the patient suffered an ischemic stroke and died approximately 37.5 months post index procedure. The patient was hospitalized due to carcinoma of the prostate; the patient underwent coronary angiography which revealed patent stents. There was a CT of the head carried out which revealed cerebellum infraction, beginning impaction. It is reported that the cause of death was stroke. (Ref MFR # 9612164-2011-1719, 9612164-2011-1720, 9612164-2011-1721).

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (cva/stroke, death).